Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) device was scheduled for a change out that might be due to premature battery depletion (pbd). There was no further investigation towards this event. To date, the ICD remains in service. No adverse patient effects were reported.